Manufacturer narrative:
The reported complaint symptom (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Inverter board discolored; no evidence of burn damage. Functional display check failed; lcd display failure; 8"; troubleshooting revealed a faulty functional board, replaced component with a known good function board and lcd display returned to proper function. An internal visual inspection of the returned cycler encountered no other discrepancies. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported during troubleshooting a liberty select that the cycler screen went blank. After troubleshooting with technical support the patient was advised to cancel treatment on the cycler and to complete treatment with continuous ambulatory peritoneal dialysis and to contact the clinic nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The liberty select was replaced.